Manufacturer narrative:
Device manufacturing date is unavailable. Return requested. Replacement frontal 45-degree axiem ent suction shipped to site 11/09/2015. No parts have been received by manufacturer for analysis. On 11/19/2015 a medtronic representative, following-up at the site, reported the navigation system was functioning normally.

Event description:
A medtronic ent representative received a report from a site surgeon that, while in an ear, nose & throat (ent) procedure, and when probing tissue with their frontal 45-degree axiem ent suction, the end of the probe tip broke off. The surgeon continued and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: this information was inadvertently submitted under an incorrect filing number: 1723170-2016-01493 sequence #1 on 03-jan-2016. The information reported in 1723170-2016-01493 sequence #1 should have been reported on this report,1723170-2015-01493 sequence #1 and is not relevant to the event reported in 1723170-2016-01493. Device mfg date now provided. Suspect suction was returned for evaluation: the tip that allows the suction tool to be register in the divot has broken off. It looks like the weld that holds the tip broke. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.